Manufacturer narrative:
Please note that the event date is unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
After coiling of a wide necked posterior communicating (pcom) aneurysm through the struts of an enterprise vrd placed in the basilar artery it was noted that the stent had moved a little proximally. After removal of the microcatheter the stent was still in place; however, several minutes later, without any additional intervention, with a final 3d angiogram it was noted that the stent had moved down and was now completely straight (in the basilar artery) with no coverage of the aneurysm. It was reported that the patient was in stable condition post procedure. No further information is available. The stent remains implanted and therefore is not available for analysis. The product was returned for inspection. Lake region medical did reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01413167 which corresponds to final lot 13471684. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration is a known potential event associated with the implantation of the enterprise vrd as outlined in the instructions for use. Although no definitive conclusion can be made, vessel characteristics may have contributed to the event. Based on the limited available procedural information and review of the device history records review, there is no indication of a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization, the physician placed the enterprise vrd and delivery stent in the basilar artery. The aneurysm was then coiled. At the control angiogram, the physician noted that the enterprise vrd stent had slipped down. Additional information has been requested.